Event description:
On the guidewire from kit, the inner sheath became separated from the outer coil and the wire became lodged in the patient. The surgeon was able to pull the wire out intact causing no harm to the patient.